Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they had a prime fill anomaly. They were able to rewind the insulin pump but when they attempted to fill the tubing, the piston got stuck and would not move anywhere. The customer¿s blood glucose during the incident was unknown. Troubleshooting was performed, and an alarm occurred during the reservoir and tubing process. The piston appeared to be stuck during the process. They were advised to discontinue use of the insulin pump. The insulin pump will not be returned for analysis.